Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis found that the device had an integrated circuit lock up. (B)(4)

Event description:
It was reported that the device had reached end of service (eos) prior to the implant procedure. The device was not implanted. No patient complications have been reported as a result of this event.